Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer stated, the cross brace broke on the right hand side, where the two pieces connect.